Event description:
Allegedly surgeon has concerns about cocr neck. Pt, has metal on poly articulation. Cobalt levels were previously 1.4 and chrome levels were 3.4. Repeat labs showed co levels were 1.0 and cr levels were 3.6 revision surgery scheduled for (B)(6) 2013. Add'l info rec'd: pain. Alval5. Revision surgery performed as scheduled.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-02540, 02539.